Event description:
Non-integration. Dr. Stated he placed implants on (B)(6) 2023 and when patient returned on (B)(6) 2024 the implants had lost integration. Implants were removed.

Event description:
Non-integration. Doctor stated he placed implants on (B)(6) 2023 and when patient returned on (B)(6) 2024 the implants had lost integration. Implants were removed.